Manufacturer narrative:
Failure analysis noted that the pump had blank display due to corroded battery cap contact. There was no unexpected no power or low battery alarm noted during testing. The pump had minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 130mg/dl. The customer stated that the pump alarmed low battery and he changed the battery but the pump went blank. He stated that he was at the pool disconnected from the pump and away from the water. The customer used (B)(4) batteries. Troubleshooting was not able to resolve the issue. The display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.